Event description:
Customer called to report a high blood glucose level of 410 mg/dl. Customer does not feel okay to troubleshoot. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4).